Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Date of event is unknown. Concomitant medical products: unknown tibia component, item# unknown lot# unknown; unknown tibial bearing insert, item# unknown lot# unknown; unknown augments, item# unknown lot# unknown (qty 3) unknown stems, item# unknown lot# unknown (qty 2); multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03916, 0001825034-2017-03917, 0001825034-2017-03924, 0001825034-2017-04160, 0001825034-2017-04161.

Manufacturer narrative:
(B)(4). Concomitant products: item #unk, unknown tibia component, item #unk, unknown femoral component,lot #unk; item #unk, unknown augment, lot #unk; item #unk, unknown augment, lot #unk; item #unk, unknown insert, lot #unk; item #unk, unknown stem , lot #unk. David a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. (2017). Results of a modular revision system in total knee arthroplasty. The journal of arthroplasty, xxx (2017) 1-7. Http://dx.doi.org/10.1016/j.arth.2017.03.076. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03917, 0001825034-2017-03924. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that the patient underwent a left knee revision procedure approximately three years post implantation due to aseptic loosening. No further information is available.